Manufacturer narrative:
Additional information: d10: "yes" date 04/13/2020. H3: "yes". H6: 4101. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative urine samples. The results were read at 3 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
A customer reported that a patient had a false positive test on (B)(6) 2020 with a same day confirmatory blood test at a lab that was negative, beta quant <1. A retest occurred on an hcg kit with a urine sample on (B)(6) 2020 and it was negative. The patient was not impacted by the outcome.